Event description:
Additional information received identified the patient's scs lead was explanted and replaced with a new one. The physician inspected the lead and observed there was a separation of the silicone and wires on one of the lead tails. The patient reported receiving effective stimulation therapy during intraoperative testing. In addition, reprogramming reportedly restored effective stimulation therapy to all of the patient's pain areas.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation. An sjm representative met with the patient and lead diagnostics showed high impedances. Surgical intervention is pending to address the issue.